Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon 500 mcg/ml at 40.04 mcg/day via an implantable pump for an unknown indication for use. It was reported that after refilling, the effect was sometimes strong. It continued for several days, and when the patient visited the hospital and the pump was updated without change of programming, the effect returned to origin. There was variation in the daily dosage. It was experienced for several times. An inspection on the pump operability was requested, because it was a case that was not experienced by other patients. Additional information received reported that the pump had anomaly and the pump was extracted. There was no problem with the catheter. The causality was reported as none. No further complications were reported and/or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the catheter was not explanted with the pump and was still in use.

Manufacturer narrative:
H3: analysis of the pump identified no anomalies. H6: fdm updated to 10. Fdr updated to 213. Fdc updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The indication for use was spinocerebellar degeneration. It was indicated the patient returned home after refilling and excessive muscle relaxation in the lower limbs was developed when the patient slept with their feet raised on the sofa, so they visited the hospital again. Interrogation was performed and the input value of the dosage was checked. It was confirmed there was no problem. It was stated the dosage might be changed at the time of refilling, but it was just a fine adjustment. When muscle relaxation occurred and update of the pump was performed without change, the same moderate improvement on the effective of spasticity as before was obtained without any problems, even after the patient returned home. It was stated the muscle relaxation was restored only by updating. The attending physician's assessment indicated the possibility the pump may have malfunctioned during refilling was suspected. Additionally, regarding the daily dose, it was suspected the drug was administered more than the set value. The event was considered causally related to the drug and pump, and not to the catheter, programmer, or surgical procedure. The pump and catheter were extracted on (B)(6) 2020. After implantation of the new pump, the moderate improvement effect on spastic ity was maintained without any problems.